Event description:
An agitated and restless, post-craniotomy head injury patient was lying on a fss mattress overlay positioned on a mattress and bed frame made by an unidentified third party manufacturer. The head injury patient was restrained with a posey vest and was reportedly found between the side rails of his bed, allegedly resulting in his death.